Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error since MFR# 1818910-2020-15830 was found to be a duplicate of MFR# 1818910-2013-11709. MFR#1818910-2013-11709 will be kept for investigation purposes.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records recieved. After review of the medical records, clinical visit reported that patient underwent multiple surgery. The primary surgery tha right was on (B)(6) of 2012. However there is no information provided with regard to products details. She underwent multiple I & d's . The 1st revision due to infection and placing of antiobiotic spacer. The patient was revised to address infection, osteomyelitis, pain, fracture of the greater trochanter and heterotopic bone formation along the medical calcar. Persistent purulent drainage from her lateral hip wound. Operative note reported abundant amount of fibrous tissue surrounding the hip joint. Frozen section revealed acute inflammation consistent with infection. Stem revealed it to be grossly loose. Notable drainage from her right hip wound. Removal of tha with placement of antibiotic impregnated spacer, biopsy, I and d were performed doi: (B)(6) 2012; dor: (B)(6) 2015; right hip (1st revision).